Event description:
It was reported that when the customer is removing the case from their pump that the cartridge sometimes comes out. Customer was educated about removing the case more gently. There was no reported adverse effect to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.